Event description:
While surgeon was using the davinci vessel sealer it malfunctioned causing the cutting blade to be exposed. The equipment alarmed alerting the surgeon and the vessel sealer was removed from the pt prompting. No pt harm.